Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacareactive ingredient(s) triclosan dosage form suture/solid/parenteral strength = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken during continuous suturing, so it could not be used. No adverse patient consequences were reported. No additional information was provided.